Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 51 mg/dl. Customer would like to continue troubleshooting. Customer reports they did not receive a sensor updating not available alert. Customer reports they did not receive a calibration not accepted alert. Customer was able to run test on transmitter. Customer states the sensor feature was on currently. Customer states the led blinked on and off. Customer states the icon turned green. Customer sates change sensor alert occurred. Customer also states the automode was active. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.